Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: devices a and b were received in good condition. Each device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening.

Event description:
It was reported that during a vaginal hysterectomy procedure, the knife blade is bent and the surgeon could not open the device. The device was not on vessels and it did not require cutting the device from tissue. No bleeding issues were reported. The rep also stated that the surgeon had difficulty initially when closing the device. There were no patient consequences. Case completed with a ligasure device.